Manufacturer narrative:
Device evaluation: the product device was not returned. Product evaluation of the customer provided photographs were performed by a subject matter expert (sme). The photograph displayed a lens alleging to be the complaint lens with a black mark on the optic body. The black mark measures approximately 2mm x 0.75mm and is paracentral. The root cause of the mark and the clinical impact cannot be determined from a photograph assessment. The complaint issue of cosmetic issues was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The search revealed that no other complaint has been received for this production order number. As per complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) has a black mark and was observed during the implantation. The lens remains implanted in the patient's right eye. There was no vitrectomy, no suture, and no incision enlargement required. The patient will have a one month follow up. Through follow up, it was confirmed that post-operative (op) results were not provided. No further information is available.

Manufacturer narrative:
Section a4, a5: information unknown/not provided.` section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1 telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt to obtain additional information was conducted, however, there is no additional information available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.